Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported issues related to insulin delivery of their omnipod 5 personal diabetes manager (pdm). The patient alleged when their glucose was 4.2 mmol/l (75 mg/dl), the pdm delivered insulin, and when their glucose was 15 mmol/l (270 mg/dl), the device did not deliver a bolus. No additional information was provided.

Manufacturer narrative:
The physical device was not returned. Cloud data was reviewed for the period of 10sep2025-12sep2025. Review of the patient history buffer (phb) data found no issues with insulin delivery. The phb data showed that the algorithm was able to appropriately adapt microbolus amounts based on user inputs and estimated glucose values (egvs). The automated algorithm appropriately reduced and stopped delivery of automated insulin as egvs decreased towards and below the user's target and resumed insulin delivery when egvs began increasing again. Review of the cloud data did not find evidence of the user's blood glucose levels decreasing to the reported value. The phb data showed that the lowest egv received on the date of occurrence was 116 mg/dl. The investigation found no evidence of issues with insulin delivery.